Event description:
Multiple va facilities have reported similar equipment defects in brand new karl storz cystoscopes. Specifically at (B)(6) va, we have discovered the sleeve of the new karl storz 11272 vhu-tl scopes have been shrinking and resulting in failing leak tests. This failure has been noticed on multiple of our new scopes that shipped to our facility in may 2024.